Event description:
It was reported that during the implant procedure, the epicardial lead exhibited unstable thresholds despite multiple repositions. The lead was removed and replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.